Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident and due to a traumatic brain injury with subdural hematoma. At some time post filter deployment, it was alleged that the filter detached and perforated post filter implant. Furthermore, it was alleged that the ivc filter perforated the vena cava wall, small bowel, and vertebral body. One filter prong remains in the l2 vertebral body. Additionally, the patient allegedly experienced lower back pain. The device was removed. How the device was removed is unknown. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was conducted and this is the only complaint for this lot number to date. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately eleven years three months post filter deployment, a CT indicated legs of the filter had penetrated the wall of the ivc, one of the legs penetrated into the l2 vertebral body, this leg had an associated fracture just outside the vertebral body. Two of the anterior legs appeared to enter the posterior wall of the duodenum. Approximately eleven years seven months post deployment, the filter was removed and it was noted to be missing a single long prong. Therefore, the investigation can be confirmed for perforation of the ivc and limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently performed. The device ha not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident and due to a traumatic brain injury with subdural hematoma. At some time post filter deployment, it was alleged that the filter detached and perforated post filter implant. Furthermore, it was alleged that the ivc filter perforated the vena cava wall, small bowel, and vertebral body. One filter prong remains in the l2 vertebral body. Additionally, the patient allegedly experienced lower back pain. The device was removed. How the device was removed is unknown. The current status of the patient is unknown.